Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire medical advised to perform a complete calibration/ verification test and update unit to latest software version. Informed customer to pay special attention to the insp valve zero point calibration and requested to send logfile for evaluation. Vyaire provided four more years warranty to all the 30 units sold to dha. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us is showing alarm 401 - inspiration valve or device leaky prior patient use. Furthermore, was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. No issue reported after the tf 401 alarm was resolved. No failure was detected and the unit functioned as designed.